Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
A patient's mother reported that a 32 g x 4 mm bd ultra fine¿ insulin pen needle broke off in a patient's leg during injection. The patient was taken to an emergency department where he received x-rays and the needle worked itself out while he was there.